Event description:
Additional information was received from the patient. They reported that the cause of the reported issue was not determined and it was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient¿s family member reported they were calling because it was not working and they couldn¿t ¿locate it.¿ when asked what the caller meant by it wasn¿t working, the caller stated they couldn¿t connect the handset to the stimulator and the patient was also having a return of bladder symptoms. It was noted that the return of symptoms had been probably for the last 3-4 months and the caller¿s inability to connect the stimulator with the handset had been for two days. The caller reported that the patient had gone back to the health care professional (hcp) and they could feel it working and then it immediately stopped. The caller reported that the patient was going through pads like crazy.while on the call, patient services walked the caller through how to use the handset and the communicator and the caller connected right away. The patient was noted to be on program 1 at 1.4 volts and they increased the stimulation to 1.7 volts. The caller was advised to monitor the symptoms for a couple days and see if the symptoms improved. No further complications were reported at this time.